Event description:
Customer reported an issue with panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacements of the system's antennas. System was tested to factory's specs.